Event description:
It was reported the patient's ipg is tilted inside the pocket due to suffering a recent fall. The patient is having trouble communicating with her charger due to the ipg tilted. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was replaced with a new one. Her ipg was tilted causing charging issues. The issue is now resolved.

Manufacturer narrative:
This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.